Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, p-wave undersensing, and diminished sensing. The thresholds resolved on their own and the undersensing did not resolve upon reprogramming. The ra lead remains in use. No patient complications have been reported as a result of this event.